Event description:
In this event it is reported that reciproc files 6x broke during use. Customer reports multiple breakages. The separated piece could not be retrieved and was incorporated into the filling. Customer can not give correct info because these breakage were former, in the past. Therefore we enter this case for multiple breakages - and no lot and no product is available for investigation.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.